Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted for medical reasons, namely the user experienced a necrosis at the surgery wound and wound dehissence after a petrosectomy and mastoidectomy. Damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
It was reported that the user experienced a necrosis at the surgery wound and wound dehissence after a petrosectomy and mastoidectomy. The device has been explanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the user experienced a necrosis at the surgery wound and wound dehissence after a petrosectomy and mastoidectomy. The device has been explanted.